Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse found faulty pinch tubing at the pinch valve pv46. The fse removed and replaced the tubing which corrected the issue. (B)(4).

Event description:
The customer reported about 3ml of fluid (blood and diluent) was dripping from the aspiration probe of the coulter lh 500 hematology analyzer during backwashing of the manual sample probe tip. The fluid leaked onto the counter and the floor. There are no reports of exposure to biohazards or injuries to any laboratory personnel. No erroneous results were generated. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.